Manufacturer narrative:
Age or date of birth, weight, ethnicity: unknown, not provided. Lot number is unknown as it was not provided. A complete unique identifier (UDI) number unknown as product lot number was not provided. A partial number has been provided. Expiration date is unknown as lot number was not provided. Manufacturer date is unknown as lot number was not provided. Device evaluation: the product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified. Manufacturing record review: the manufacturing record could not be reviewed since the lot number was not provided. Trend analysis and the documentation/label review: the patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The documentation/label review defines potential complications and adverse events associated with this type of surgery. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. Johnson & johnson surgical vision will continue to monitor the issues evaluated in this investigation. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined if there is a product malfunction as no device failure was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a suction loss after the laser fired occurred using a patient interface. The procedure was completed successfully. No patient injury or surgical intervention was required. This is 1 of 2 reports.